Manufacturer narrative:
Device not returned.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer changed pump supplies to address the issue. Customer's blood glucose was 290 mg/dl at time of event.